Event description:
Caller states that the device read 488mg/dl while the dr's device read 97mg/dl. Tests were reportedly taken within 10 minutes. No treatment rec'd and no adverse event was reported. No strip info was provided and no quality controls were used. Requested return of suspect device and replacement was sent.